Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states there are cotton particles, sponges falling apart, no absorbency, and cheap manufacturing.

Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 15h014862x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the reported conditions cannot be specifically identified. A potential root cause for the short fibers is during the manufacturing process shorts fibers could have attached the sponge prior to final packaging. These short fibers can come from the cutting process that the gauze undergoes. A potential root cause for the absorbency problems may occur during the bleaching process. If a sample is received in the future this complaint will be reopened for further investigation. A formal corrective and preventative action (CAPA) has been opened to address similar issues as observed by the customer. In process absorbency inspections are performed and if any failures were discovered the product is deemed defective. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.